Event description:
Facility reported a blood leak, external from "the threads". 2/24/99 left a message for facility rep to call back. (Attempting to get further info). No actual samples and no companion samples available for examination. 2/24/99 spoke with facility rep, he will have a charge nurse call co with the info for the medwatch. Formaldehyde reuse. System was changed. Estimated blood loss 250cc. No medical intervention. No lab data provided when requested.